Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free carbamazepine result for one patent and a questionable immunoglobulin g (igg) result for one other patient. On (B)(6) 2016, patient 1 initial free carbamazepine result was 31.6 umol/l. The repeat result on (B)(6) 2016 was 12.1 umol/l. On (B)(6) 2016, patient 2 initial igg result was 30.38 g/l. The repeat result on (B)(6) 2016 was 10.13 g/l. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided. Precision studies were performed which indicated the instrument performed as specified. The field service representative found that the fluid control pcb was faulty and replaced it which resolved the issue. As the fluid control pcb is responsible for the control of pipetting, dispensing, and clot detection activities, it was likely that an intermittent fluid system problem was the root cause of the event. Based on the provided information, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.